Event description:
Add'l info received from reporter (B)(4) 2011: I am (B)(6) access number (B)(4). I called orthofix twice last summer to report this. Someone redirected me to orthoflex and between the medications and pain I simply cannot remember who gave me the misinformation. But I feel it is very important to have the correct facts, could you see to it that my maude adverse event report be correct so that this adverse event may not happen to another person. The MFR is: orthofix (B)(4). Brand name: orthofix interbody peek cage (non-migrating). Please contact me if you need anything else.

Event description:
Back surgery. A peek cage, interbody cage made by orthoflex was inserted in the l-5 area and lost and not retrievable although the surgeon said, "he tried and tried to fish it out", since I was under anesthesia this is all I know. It is now attached to and pushing in on my largest abdominal vein called the left common iliac vein. I have had 3 cat scans and now an angiogram. They have to insert a permanent stent in the left common iliac vein to keep it open so that the blood flow from the heart will work properly and the doctor says they can't remove the peek cage. I will be on anti-clotting meds the rest of my life. I can't tell you how upsetting this is except to say this product should not stay on the market. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: strengthen back.